Event description:
New information received notes that noise was observed. No patient symptoms were reported.

Event description:
It was reported that when the patient was admitted to the hospital for non-cardiac reasons, ventricular oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that extracardiac stimulation was also noted. The lead was capped and replaced.